Manufacturer narrative:
One 60-6010-002 returned opened in unoriginal packaging. The lot number was not verified. A visual inspection did not find any obvious defects or abnormalities. A functional inspection was performed using electro surgical unit system 7550 coag function. Coag button was pressed firmly and coag function activated and deactivated as the button was released. Coag function test was repeated several times and did not show any indication of coag activating without the coag button pressed down. A two-year lot history review was conducted and found no other similar events reported for this lot number. A device history review cannot be conducted as a valid lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: these electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. Improper use of this or any other electrosurgical device, can result in a patient injury. Read and become familiar with all instructions and directions before using this device. If you do not achieve proper electrosurgical effect with your normal power settings: check the ground pad for proper contact and position. Replace if necessary. Check all electrosurgical cable connections to the esu and the instrument handle. Make sure that the instrument shaft is securely locked into the instrument handle. Replace with another instrument blade if necessary. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) reported on behalf of the customer that the device, 60-6010-002, was being used on (B)(6) 2021 during an unknown procedure and confirmed that the power output was still going without pushing the coag button. Power output from the generator didn't stop after releasing the coag button for a while. The procedure was completed with an unknown alternate device. There was no impact/injury to the patient or user. Since the generator was mentioned it will be listed as a concomitant device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.